Event description:
Staff attempted to disconnect the CPR release and the hose connector breaks. This is the 3rd hose connector that has broken on one of these pumps. We only have 11 of these pumps and every bed requires one so when one goes down we have to remove a bed from service. Also we have only been using these beds and pumps for about 6 months so in 6 months almost 30% of our pumps have failed. Manufacturer response for wound care air pump, (B)(4) (per site reporter): they are aware that this is a problem and they are looking into it.